Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient went to the ER due to their leads "coming out of the battery pocket site". The patient had an infection and subsequently their leads and ins were explanted. The issue was resolved. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative clarified that the leads were still connected to the ins and the stimulator was working we. The rep stated that the leads migrated out of the incision site due to the patient¿s infection. No further complications were reported or anticipated.